Manufacturer narrative:
The impella cp was returned for evaluation. There were no abnormalities found, and no kinks on the cannula or pigtail were detected. According to the clinical case the physician noted the patient had fragile tissue at the apex, and the patient had an apex infarction in the past. The root cause of the ventricle perforation is likely related to patient condition.

Event description:
An impella cp was placed for support for hrpci into a (B)(6) old female patient on (B)(6). After the stent was placed echo revealed bleeding in the pericardium. The patient was brought to the or where 400 units of blood was removed, and a perforation of the left ventricle was discovered. The origin of the perforation is unknown.